Event description:
Approximately 9 months post the index procedure the patient expired, cause of death reported as non-cardiac. Patient was treated with medication.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (restenosis).

Event description:
It is reported the patient suffered pneumonia resulting in respiratory failure which induced death.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure physician used two in.pact admiral paclitaxel-eluting balloons to treat in stent restenosis of a complete se stent previously implanted in the left popliteal artery. Procedure was successful. Patient was discharged home. No clinical sequelae reported. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.¿